Manufacturer narrative:
This issue was identified as presenting a different failure mode than the one identified in MDR# 9613299-2013-00001. The exact manufacturing date is unknown at this time, the year of manufacture is 1997. Based on engineering analysis the measured gap does not compromise the structural integrity of the component and therefore does not introduce a hazardous situation. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
During service activity related to a field action, a ge healthcare field engineer found gaps between the radial rails and rotor casting. No screws were loose on the associated linear rails. No detector fall event and no injury occurred.